Manufacturer narrative:
The marksman catheter has been returned to medtronic. Evaluation is currently in progress. A follow-up MDR will be submitted when the investigation is complete.

Event description:
Medtronic received report that a marksman catheter separated during a flow diversion procedure. The patient was undergoing flow diversion treatment of an aneurysm in the vertebral artery. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. During the procedure, the flow diverter was deployed. The physician attempted to resheath the device, but it could not be retracted into the marksman catheter. Several unsuccessful attempts were made. Finally, the system together with the support catheter were pulled from the patient. Outside of the patient, it was observed that the marksman was ¿wrinkled¿. According to the physician, the marksman had ¿strangulated¿ the flow diverter; as a result, the pipeline flex was unable to be resheathed. While outside the patient, the physician attempted to resheath the pipeline flex. The pipeline flex was retracted into the guide catheter. It was reported that the device became damaged and the marksman ruptured at the tip. The procedure was completed using new devices. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Device evaluation: the flow diverter and marksman catheter were returned for evaluation. Flattening and kinking damage were observed at points near the marksman distal tip. Accordion damage was observed at sections near the marksman distal tip. Slight catheter accordion damage was observed at a point near the marksman distal tip. During examination of the marksman catheter, the flow diverter delivery system was observed to be within the proximal end of the marksman catheter and hub. For further examination, the marksman catheter was dissected to remove the flow diverter. Due to its damaged state, the marksman catheter could not be further tested. Based on the analysis findings and event details, the report of marksman resistance and accordion damage were confirmed. It is likely that the patient¿s moderately tortuous vessel anatomy led to the reported resistance, subsequently causing the marksman and flow diverter to become damaged during retrieval. However, the report of marksman separation could not be confirmed and the cause for the reported event could not be determined; the returned marksman catheter was observed to be intact. Based on the damages were observed, it appears excessive force was used (pushing and pulling) within and outside the patient. Per the marksman instructions for use (IFU): ¿never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.